Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment "on/off not working." Analysis found that heart block, battery drawer, main printed circuit board and battery flex were contaminated. It was also noted that the interconnect flex was out of specification-mechanical.

Event description:
The external pulse generator was returned for general calibration and checkout/repair. It was further noted that the on/off switch was not working. The device subsequently tested out of specification at the manufacturer. No patient involvement or complications have been reported as a result of this event.